Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. The functional testing could not be completed due to the missing segments. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was cracked on the screen, distorting half of the screen. The blood glucose reading was 92 mg/dl. The customer reported that a heavy piece of iron fell onto the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.